Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk failure occurred. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing

Manufacturer narrative:
Per key market representative - no repair were performed by philips- no additional details as to why. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.